Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during procedure, right ventricular (rv) lead helix extension and retraction was abnormal, requiring additional turns with no tortuosity. It was also noted that "stylets felt tight in the lumen" of the rv lead. Also during procedure, a left ventricular (lv) lead was attempted but not used due to high capture threshold and phrenic nerve stimulation. The rv lead was replaced with an alternative lead and lv lead placement was abandoned due to patient anatomy and lack of pacing vectors with reasonable pacing capture threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).